Manufacturer narrative:
Received condition: the complete grooved portion is broken off; the missing portion of the drill bit in question measures approximately 27mm. The remaining shaft is bent and the measured hardness. (B)(4) pieces of lot 9019074 were manufactured in june 2014. We are not aware of any quality issues related to the article and lot number in question. The drill bits (power driven) - core dossier risk assessment was reviewed and found to adequately address the harm of this complaint condition. The drill bits (power driven) - core dossier risk assessment was reviewed and found to adequately address the harm of this complaint condition. Conclusion: based on the provided information we are not able to determine the exact cause of this complaint. A possible reason for the damage could be a metallic contact or with bone material blocked flutes. For effective chip removal from the point, it is nevertheless necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Therefore it is likely that this occurrence in combination with a mechanical overload situation has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Additional device product codes used: gff gfa, hsz. Device is an instrument and is not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 310.230 /, lot# 9019074. Manufacturing location: (B)(4), manufacturing date: jun 25, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, a drill bit was used during the procedure. The drill bit broke upon removal of it from the patient. Fragment could not be removed and remained embedded in patient¿s bone even with additional intervention. No patient harm was reported. Patient outcome was reported as fine. Procedure was completed successfully. No other medical intervention was required. No prolongation of the surgery was reported. This report is for one (1) 2.5 mm drill bit/qc/gold/180 mm. This is report 1 of 1 for (B)(4).